Event description:
Upon activation of laser fiber, there was a loud audible crack sound. With continued use, fiber sounded louder than usual and aiming beam not present. New fiber obtained and switched out. Aiming beam then present and loud noises do not audible.